Manufacturer narrative:
(B)(4).

Event description:
Patient had 3 stents implanted. Approximately 5 years later patient had in-stent restenosis and had another 2 stents implanted. Approximately 2 years later patient had in-stent restenosis again. Approximately 4 years later the patient was again presented with significant in-stent restenosis of rca and proximal cx. Proximal lad 65-70%. Ostial and proximal d1 is severely infiltrated and small caliber. Patient was referred to cardiac surgery for CABG.